Event description:
It was reported that a patient who underwent breast reconstruction with 450cc mentor memorygel breast implants experienced spontaneous left sided rupture and bilateral animation deformity post procedure. This was accompanied by excess skin on the right and projection due to scarring. As a result, an explant and replacement with mentor gel was performed on (B)(6) 2024. The left sided rupture was reported initially under 1645337-2024-07755. On august 15, 2024, mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: animation deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).